Event description:
Event description cpi received information that this endotak down-sized plus lead (0125) was removed from service and capped due to the patient receiving inappropriate shocks. During the invasive procedure to replace this lead, it was noted 'the insulation at the plug was broken'. This lead (0125), was replaced with another (0125) lead.